Event description:
It was reported to gyrus acmi that the physician noticed a burn mark on his glove after a surgical procedure when he used the reusable active cord. No pt issues reported. Customer refused the offer to have a local rep come in and assist.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.